Manufacturer narrative:
If implanted, give date: (B)(6) 2015. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-10733 and 2134265-2016-10736. It was reported that an obstruction in the coronary artery occurred. A 4.00 x 38 synergy¿ drug-eluting stent was selected to treat an obstruction in the rca. The synergy¿ stent was deployed at 18 atmospheres into the ¿wrongly deployed¿ promus premier stent which was implanted one year ago. Post-dilation with the stent delivery balloon at 20 atmospheres was performed; however, deflation of the balloon was asymmetrical. When the device was attempted to be removed, difficulty in withdrawing the stent delivery system (sds) was encountered and it was then noted that the distal end of the balloon was swollen. Another 3.50 x 16 synergy¿ drug-eluting stent was used and the same issue happened; the balloon deflated in an asymmetrical way, encountered difficulty in withdrawing the sds, and the distal end of the balloon was also found swollen. The procedure was completed and there were no patient complications reported.